Event description:
N/a.

Manufacturer narrative:
The certas valve (ID 828804) was returned for evaluation. Failure analysis - the position of the cam when valve was received was at setting 1. The valve was visually inspected, needle holes in the needle chamber were noted. The valve passed the test for programming, occlusion, leak, reflux, siphon guard and pressure. Root cause analysis - no root cause could be determined as the technician could not confirm any problem with the valve connectors at the time of investigation. A possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve mechanism, at the time of investigation no occlusion issues with the valve were noted.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
1 of 2 reports. Other mfg report number: 3013886523-2023-00308. A physician reported a certas valve (ID (B)(4)) was implanted via ventricular-peritoneal (vp) shunt on unknown date with unknown setting. It was used with bactiseal peritoneal catheter (ID (B)(4)). Since obstruction was suspected, the valve and the bactiseal peritoneal catheter were removed on (B)(6) 2023. According to information provided, it is unknown if the catheter failed, however, it was explanted. It is also unknown if the patient experienced signs and symptoms due to product problem.